Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The leak was contained within the seal over pouch. The device contained fluorouracil 4800mg in sodium chloride 0.9% 115ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: 2220. H4: the lot was manufactured between october 25, 2023 ¿ october 27, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and droplets of fluid inside a purple bag that contains the device were observed which suggests a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.